Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on or off. No patient involvement.

Event description:
It was reported that the device would not turn on or off. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of won't turn on / off was due to the keypad. No power to keypad - replaced keypad missing power cord - replaced power cord a review of the device history record for sn (B)(6) was performed from date of manufacture 06/06/2019 to the present date 1/12/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the keypad. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # 1120033 for keypad.

Event description:
It was reported that the device would not turn on or off. No patient involvement.

Manufacturer narrative:
Additional information g1, g4, h3, h6, h10. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/06/2019 to the present date 1/12/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.